Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the surgery on the anterior talofibular ligament, the anchor was pulled out when performing a strength test. Before the anchor was inserted, a hole was drilled and threads were cut into the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. The new anchor was inserted into the same hole. It was not necessary to switch the surgical technique or do a second surgery.